Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that he did not have the correct test strips for his onetouch ultra2 meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started on 07/01 and (B)(6) 2012. The patient said that he manages his diabetes with insulin (35 units of lantus at nights and 8 units of novolog in the morning + novolog based on a sliding scale as needed) and he denied making any changes to his normal diabetes management despite the alleged issue starting. The patient claimed that 24 hours after the alleged issue began he developed symptoms of "incoherent, sweaty, dry mouth, leg weak and trembling" as a result of the alleged issue. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter would power on manually and that there was no misuse to the subject device. The cca also documented that the patient was not using the subject meter for the first time. The cca confirmed that the patient did not have the correct test strips. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of not having the correct test strips for the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.